Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had crack on the screen. The customer reported that the display was showing partially after pressing a button. The customer's blood glucose was 106 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self-test, off no power test and unexpected error test. The device alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor. We were unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarm. Up on visual inspection the motor had moisture damage. No missing segments or partial display noted. No moisture damage on the electronic stack, battery tube and vibrator assembly noted. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked case, cracked display window, missing end cap sticker, missing drive support disk sticker and missing address/serial number label.